Manufacturer narrative:
(B)(4). Batch #m92943. The device was returned with the distal tip of the blade broken off and it was returned with the device. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. The device was functionally tested with a generator. During functional testing on gen11 an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot additional information received: the tip that broke was retrieved. It was just the tip of the device (maybe 4mm of the metal distal tip). Not sure how it broke. We picked up the device near the end of the case and saw it broken and we quickly and luckily found the broken piece on the patients chest. No delay as when it stopped working they just switched to bipolar for the rest of case.

Event description:
It was reported that during a free flap procedure, after multiple uses with no issues the error code "release pressure on blade" appeared. Surgeon decided not to use the device as it no longer necessary for that point in case. Other bipolar device was able to be used to complete case. At closing count it was noticed part of the instrument was broken, all pieces were reported as recovered by the surgeon and nursing team. There was no adverse consequence to the patient.